Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a moderately calcified and heavily tortuous left circumflex artery. An nc trek 3.50 x 12mm was inserted, but resistance was felt. The device was unable to cross the lesion; therefore, the device was removed. It was noted resistance was felt during removal as well. Upon removal, it was observed the tip of the device was deformed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.